Event description:
Please be advised that while investigating an event involving one of our products, noted a potential adverse event regarding a non-product. Clinical adverse event received for delayed wound healing event is serious and is considered mild. Event is possibly related to procedure. Event is not related to device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).